Manufacturer narrative:
No information was supplied indicating that the instrument was not performing as expected. Service was not notified. The malfunction and root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining two (2) erroneously high amylase (amy) patient results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The two (2) patients were hospitalized for five (5) days. On the fourth day both patients had a high amy result of 936 iu/l and 970 iu/l, respectively. The erroneous results were reported out of the laboratory. The following day, their blood drawn tests were back to their typical results. Patient treatment was not affected in this event.